Event description:
Info received indicates the head hi/low function drifted down overnight.

Manufacturer narrative:
The technician isolated to a hydraulic valve that was bleeding through due to a rough plunger tip not sealing properly. The technician replaced the hydraulic valve to repair the bed.